Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was evaluated prior to procedure however, after it was connected to the device, the lead exhibited high pacing threshold measurements and low sensing. The lead was surgically abandoned. No additional adverse patient effects were reported.